Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant, the patient and physician were unhappy with how the device was deflating. The deflation issues were noticed by the physician the day of the implant surgery. The previous lgx ipp was explanted and a new cx ipp device consisting of 21cmx12mm cylinders and pump were implanted. It was added that this patient was doing fine post-procedure.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant, the patient and physician were unhappy with how the device was deflating. The deflation issues were noticed by the physician the day of the implant surgery. The previous lgx ipp was explanted and a new cx ipp device consisting of 21cmx12mm cylinders and pump were implanted. It was added that this patient was doing fine post-procedure.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of deflation was not confirmed via product analysis. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)).